Manufacturer narrative:
Device was received with pump error 130 alarm during rewinding due to corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced hyperglycemia with blood glucose of 8 mmol/l and 33.3 mmol/l. The customer also reported that the insulin pump received insulin pump error. Customer reported they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The customer also reported that the insulin pump was not been exposed to high magnetic field. The customer cannot troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.